Event description:
The customer reported that when the scrub nurse was preparing the subject device for use in an unspecified procedure, when the device was plugged in, an e224 error code [scope communication error] was instantly displayed, and there was no image. The intended procedure was completed using another similar device. There was no patient or user injury reported. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the reported scope communication error e224 was confirmed by service and found to be due to a faulty cable. The camera cable was bulging due to twisting of internal wires, and there was a hole/cut on the cable. In addition, the cable was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was therapeutic.